Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. Additionally, the IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a non-gore main body and a gore® excluder® aaa endoprosthesis contralateral leg component (plc181400j/19949070) to repair an abdominal aortic aneurysm. It was reported that during the procedure an internal iliac artery was unintentionally covered by the plc181400j device. The physician attempted to move up the device using a balloon catheter; however the artery remained covered. The physician elected to monitor the patient. The patient tolerated the procedure. It was reported that the cause of the unintentional coverage was procedure-related; however no further information is available.